Event description:
The customer observed falsely elevated alinity c sodium and potassium patient results. The results were lower when repeated. The results provided were: sid (B)(6) initial sodium result = >200 repeat sodium result = 140. Initial potassium result = >10 repeat potassium result = 4.2. Sid (B)(6) initial sodium result = >200 repeat sodium result = 141. Initial potassium result = >10 repeat potassium result = 4.5. Sid (B)(6) initial sodium result = >200 repeat sodium result = 140. Initial potassium result = >10 repeat potassium result = 4.3. Sid (B)(6) initial sodium result = >200 repeat sodium result = 137. Initial potassium result = >10 repeat potassium result = 4.7. Sid (B)(6) initial sodium result = >200 repeat sodium result = 143. Initial potassium result = >10 repeat potassium result = 4.3. Sid (B)(6) initial sodium result = >200 repeat sodium result = 141. Sid (B)(6) initial sodium result = >200 repeat sodium result = 141. Initial potassium result = >10 repeat potassium result = 4.1. Sid (B)(6) initial sodium result = >200 repeat sodium result = 144. Initial potassium result = >10 repeat potassium result = 3.79. Sid (B)(6) initial sodium result = >200 repeat sodium result = 138. Initial potassium result = >10 repeat potassium result = 4.2. Sid (B)(6) initial sodium result = >200 repeat sodium result = 139. Initial potassium result = >10 repeat potassium result = 3.9. Sid (B)(6) initial sodium result = >200 repeat sodium result = 141. Sid (B)(6) initial sodium result = >200 repeat sodium result = 144. Initial potassium result = >10 repeat potassium result = 4.1. Sid (B)(6) initial sodium result = 191.4 repeat sodium result = 137. Sid (B)(6) initial sodium result = >200 repeat sodium result = 142. Initial potassium result = 8.11 repeat potassium result = 4.6. Sid (B)(6) initial sodium result = >200 repeat sodium result = 139.4. Initial potassium result = 9.03 repeat potassium result = 4.34. Sodium reference range: 133-146 mmol/l. Potassium reference range: 3.5-5.3 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
Section a1 - patient identifier: sids = (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The field service representative (fsr) inspected alinity c processing module, serial number (B)(6) and resolved the issue by replacing the peristaltic head tubing. No additional result issues have been documented since the service activity. The instrument service history review revealed no additional tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the alinity c processing module and the peristaltic head tubing did not identify increased complaint activity associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Device history record review did not show any non-conformances or potential non-conformances for the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity c processing module, serial number (B)(6) or the peristaltic head tubing was identified.

Event description:
The customer observed falsely elevated alinity c sodium and potassium patient results. The results were lower when repeated. The results provided were: sid (B)(6) initial sodium result = >200 repeat sodium result = 140 initial potassium result = >10 repeat potassium result = 4.2. Sid (B)(6) initial sodium result = >200 repeat sodium result = 141 initial potassium result = >10 repeat potassium result = 4.5. Sid (B)(6) initial sodium result = >200 repeat sodium result = 140 initial potassium result = >10 repeat potassium result = 4.3 sid (B)(6) initial sodium result = >200 repeat sodium result = 137 initial potassium result = >10 repeat potassium result = 4.7. Sid (B)(6) initial sodium result = >200 repeat sodium result = 143 initial potassium result = >10 repeat potassium result = 4.3. Sid (B)(6) initial sodium result = >200 repeat sodium result = 141. Sid (B)(6) initial sodium result = >200 repeat sodium result = 141 initial potassium result = >10 repeat potassium result = 4.1. Sid (B)(6) initial sodium result = >200 repeat sodium result = 144 initial potassium result = >10 repeat potassium result = 3.79. Sid (B)(6) initial sodium result = >200 repeat sodium result = 138 initial potassium result = >10 repeat potassium result = 4.2. Sid (B)(6) initial sodium result = >200 repeat sodium result = 139 initial potassium result = >10 repeat potassium result = 3.9 sid (B)(6) initial sodium result = >200 repeat sodium result = 141. Sid (B)(6) initial sodium result = >200 repeat sodium result = 144 initial potassium result = >10 repeat potassium result = 4.1. Sid (B)(6) initial sodium result = 191.4 repeat sodium result = 137. Sid (B)(6) initial sodium result = >200 repeat sodium result = 142 initial potassium result = 8.11 repeat potassium result = 4.6. Sid (B)(6) initial sodium result = >200 repeat sodium result = 139.4 initial potassium result = 9.03 repeat potassium result = 4.34. Sodium reference range: 133-146 mmol/l. Potassium reference range: 3.5-5.3 mmol/l. No impact to patient management was reported.